Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Other source documents (surgical report) were provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided, as the patient has not been revised. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta head, 12/14, 32x -3.5 on the right side on (B)(6) 2013. Due to trauma (periprosthetic subtrochanter fracture with subsidence of the femoral stem), the patient was revised on (B)(6) 2013. It was also reported that the patient had increased pain in her right hip for the previous three weeks.